Event description:
Patient undergoing afib pfa (atrial fibrillation pulsed field ablation) ablation in ep (electrophysiology) lab. Farawave ablation catheter connected to flush from sideport and flushing. Ablation started left (l) pulmonary veins. Drip tubing stopped flowing. Blood backed up into tubing. Ablation catheter removed. Unable to manual flush. New farawave catheter opened and used for case. Representative (rep) to take catheter. Medical doctor (md) also with complaints of ultrasound imaging for transeptal access with st jude zoneair machine and viewflex intracardiac echocardiography (ice). Difficulty seeing tenting due to shadowing. Patient with possible prior patent foramen ovale (pfo) and possible transeptal with catheter without radiofrequency (rf).